Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump currently showing a fill estimate issue. Caller expected the fill estimate to be 180 units, but the pump displayed 135 units, which was greater than a 30-unit difference. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the same cartridge, and the caller was advised to monitor the situation and follow up if necessary. No additional information was received regarding the outcome of the event.